Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication is unknown. According to the surgeon, the bowel perforation could have been caused either by a da vinci or a third-party instrument. A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue and logged events are in line with normal system functionality. Additionally, all reusable instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against the instruments. The logs were reviewed by an intuitive surgical, inc. (Isi) advanced failure analysis engineer (fae) and the following findings were obtained: there are 4 jaw angle open events recorded. These events indicate the jaws were too far open to allow cutting, most likely suggesting there was too much tissue between the jaws. In the e-100 logs, there were 3 high initial starting impedance messages. These messages indicate the impedance of the tissue between the jaws is higher than expected - likely due to clinical reasons such as tissue thickness, dryness, or tissue type. Overall, there are no messages recorded that would suggest a failure of the instrument. A medical review of the event information provided was performed by an isi medical safety officer and the following was noted: based upon the events noted in the description, the patient underwent a da vinci-assisted radical cystectomy procedure that resulted in the patient's death on post-operative day #16. The patient's postoperative course was complicated by an ileus which progressed to respiratory distress and hypotension. Imaging studies revealed "free air." The patient returned to the operating room for an abdominal exploration on postoperative day #7. During the second operation, a full thickness perforation was identified in the ileum. Although it was reported that the hole did not look like a burn mark, the etiology of the bowel injury is unclear. Furthermore, it is also unclear when the bowel injury occurred. Did the bowel injury happen during the adhesiolysis of the cecal and omental adhesions or did it occur during the creation of the ileal conduit? It is also unclear if the injury was sustained by da vinci instrument or a third-party instrument. Over the course of the nine days following the abdominal re-exploration for "free-air," the patient underwent two additional operations. The patient unfortunately passed away on postoperative day #16 due to sepsis resulting from the bowel perforation and leak due to an injury to the bowel. The cause of the injury of bowel injury is unknown. This complaint is reportable due to the following: after undergoing a da vinci-assisted radical cystectomy procedure, the patient was found to have suffered a perforation of the ileum which required subsequent procedures. The patient eventually died from sepsis. The surgeon is not sure what caused the bowel injury and stated that it could have been due to da vinci or third-party laparoscopic products.

Event description:
It was reported by the surgeon that approximately a week after a da vinci-assisted radical cystectomy with ileal conduit procedure, the patient developed complications. As a result, the patient underwent a reoperation and the surgeon reportedly discovered a through-and-through puncture of the small bowel. The surgeon is not sure how the patient got the perforation of the bowel as it could have been due to the isi instrumentation or laparoscopic instrumentation. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: during the primary procedure on (B)(6) 2021, the surgeon did not face issues with any da vinci product. There were no unexpected movements of the instruments or system during the procedure and no issues with the visualization of the surgical field. A da vinci trocar was used during the procedure and there were no issues during the insertion of the trocar. No bleeding was seen after the trocar was inserted. The surgeon had an 11 mm assist port as well as a 15 mm stapler port. Third party products used were: suction device, laparoscopic scissors, needle driver, ethicon stapler, and specimen bag. The estimated blood loss for the primary procedure was 900 ml, which the surgeon mentioned was a bit bloodier than usual. However, it is unclear if the surgeon was referring to the bladder resection task or the task required to dissect the small bowel. There were some omental and cecal adhesions which the surgeon removed. There was nothing unusual or specific about the procedure that contributed to the complication or blood loss. The procedure was completed robotically as planned. On (B)(6) 2021, a chest-x ray was normal. A kidney ureter bladder (kub) x-ray showed some ileus. On (B)(6) 2021, the patient had some nausea and vomiting. A repeat kub showed ileus. On (B)(6) 2021, the patient felt better but on (B)(6) 2021, the patient had respiratory distress and hypotension. A CT abdomen scan showed free air under the diaphragm. The patient was re-operated on (B)(6) 2021 and a through- and- through hole was seen in the ileum. According to the surgeon, the hole did not look like a burn mark. A section of the bowel containing the hole was removed and the ends of the bowels were stapled off and left in the abdomen to be anastomosed at a later date when the patient was doing better. The patient continued deteriorating and was taken back to the operating room on (B)(6) 2021. The abdomen was ¿washed,¿ and holes seen in the ileum were fixed. The patient was too sick for bowel anastomosis. On (B)(6) 2021, the patient was re-operated again and the staple lines at the bowel ends were broken down. An ethicon stapler was used previously for these staple lines. There was feces in the abdomen, which was washed, and an ileostomy was performed. The patient did not improve and passed away on (B)(6) 2021. The surgeon does not know what the cause of death of the patient was and stated that it could be either due to da vinci or third-party instrument and accessories. The postmortem done on the patient confirmed the surgical findings described above as well as an enlarged liver and cirrhosis. The cause of death in the postmortem was still pending. The cause of death on the death certificate is sepsis. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.